Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis (dvt). The patient alleges tilt, vena cava perforation, organ perforation, posterior right perforated strut abuts the right psoas muscle, posterior left strut is within the anterior aspect of a lumbar disc, six struts perforate ivc wall, and apex touching ivc wall. The patient further alleges lower back pain, some constipation, shortness of breath, bilateral leg swelling, feels burning sensations from buttocks to toes, and limited activity. On (B)(6) 2018, per a report from computed tomography (CT); ¿findings: aorta/vascular: single right and left renal veins. Infrarenal ivc filter seen with the tip full approximately 4mm caudal to the right renal vein, lowest renal vein. The ivc filter is tilted posterior oral left lateral with approximately 19 degree of left lateral and 14 degree of posterior tilt. The apex of the filter is touching the posterior lateral ivc wall. 6 struts perforate the ivc wall. A right anterior lateral perforated strut is seen abutting the posterior aspect of the 3rd portion of the duodenum and abutting/involving the imv. Two adjacent anterior right lateral periphery struts are seen the more posterior 1 abutting or involving the imv. A anterior left lateral strut has perforated and abuts the posterior aspect of the 3rd portion of the duodenum. Posterior right perforated strut abuts the right psoas muscle. Perforated posterior left strut is within the anterior aspect of a lumbar disc, probably the l3-l4 disc. One other right lateral posterior strut is perforated without organ involvement. No filter strut fracture or bending identified. No ivc stenosis.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava perforation, tilt, back pain, constipation, shortness of breath, leg swell, burn sensation, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported back pain, constipation, shortness of breath, leg swell, burn sensation, limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.